Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.